Event description:
It was reported that a clearlink system continu-flo solution set broke off in an unspecified location. This occurred while disconnecting from the patient's dialysis catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred in an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.